Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('left ectopic pregnancy'), ruptured ectopic pregnancy ('left ruptured ectopic pregnancy') and hydrosalpinx ('left hydrosalpinx.') In a 24-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced hydrosalpinx (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and left salpingectomy and removal of the ectopic). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy and hydrosalpinx outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, hydrosalpinx and ruptured ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-apr-2021: mr received: event medical device removal removed. Events added: ectopic pregnancy, ruptured ectopic pregnancy, device ineffective. Reporter information, essure removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('left ectopic pregnancy'), ruptured ectopic pregnancy ('left ruptured ectopic pregnancy') and hydrosalpinx ('left hydrosalpinx.') In a 24-year-old female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required) and experienced hydrosalpinx (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and left salpingectomy and removal of the ectopic). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy and hydrosalpinx outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device, hydrosalpinx and ruptured ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal: yes') in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 09-jan-2020: pif received. Cluster ID was added. Event injury nos replace with new event medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.